Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the navigation onsite and confirmed the reported issue. The emitter was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was returned to the manufacturer for evaluation and the reported problem was confirmed. Eminterface testing shows a fault on coil 4 after two hours of burn-in.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) case, it was not possible to track anything with the navigation system. The site was instructed to open the emitter and found that the axiem box and emitter were red status. The site representative was able to remove the panel and unplug the emitter. After removing the emitter the axiem box went to green status. An emitter from another system was used to proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.